Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas due to an unspecified bg excursion. The customer stated that there was a change in stress level that could have been a potential cause for the bg issue. There were also signs/symptoms of illness that were not caused by the bg excursion. The patient was referred to a healthcare provider for diabetes management. The customer stated that the basal delivery totals in the total daily dose did not match, however troubleshooting determined the issue was due to normal pump function, as the suspend feature and prime menu were accessed. The alleged bg excursion did not meet criteria for a serious injury and there was no indication that the product caused or contributed to an adverse event. Troubleshooting did not indicate a pump malfunction; however the reporter insisted the pump be replaced. This complaint is being reported based on the allegation that the pump was not delivering insulin accurately.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: a review of the pump¿s black box revealed an unexplained loss of prime. The black box showed a replace cartridge alarm. The total daily dose added up correctly and reflected the users programmed basal rates. There were no delivery defects found during delivering accuracy testing. The pump was found to be delivering within required range and was delivering accurately. There were no delivery interruptions during testing. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked.